Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to non-auditory stimulation. There are no plans to re-implant the patient with a new device as of the date of this report.